Event description:
An advocate (customer's mother) from germany called to report that they were unable to select german language on the contour next link 2.4 meter. The only options for english and spanish languages were available. The customer was able to perform blood glucose testing. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number for the returned meter on the meter label did not match with the serial number in the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish. Upon insertion of in-house contour next test strips with the returned meter, the meter gave e84 error message, indicative of software error. The logbook and error logbook were empty. The unit of measurement changed from mmol/l to mg/dl. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, bolus history, and units of measure. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d2b (product code), d4 (model #, catalog #, lot # and UDI #), and g4 (510k #) have been updated. The contour® next link 2.4 meter with sku # 6218, 510k # p160017 and UDI # (B)(4) was distributed outside the us. Therefore, no gudid information exists. The contour® next link 2.4 meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # (d4) was not provided.